Event description:
It was reported that the bd alaris system was not providing low battery alarms and an infusion being stopped due to battery depletion.

Manufacturer narrative:
Correction: d.1, d.4, g.5. Additional information: d.11. No device history or qn search was performed since no source device serial number was reported by the customer.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the bd alaris system was not providing low battery alarms and an infusion being stopped due to battery depletion.